Manufacturer narrative:
(B)(4).

Event description:
The pt had a return of spasticity, but no signs of withdrawal. The pump alarm was heard. Telemetry confirmed a critical alarm was occuring. The alarm was due to a motor stall. The stall occurred on (B)(6) 2010. The pt lived in a nursing facility and had not had an MRI. The healthcare provider updated the pump with the same settings to see if the pump was still stalled. The motor stall did not recover. The pump was emptied; the expected residual volume was 11 ml, the actual volume was 18 ml. The pt was awaiting a pump replacement. The device system was used to deliver baclofen. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.